Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported mental anguish and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: tilt, vc perf, unable to retrieve, embedded tip, narrowed vc(stenosis), mental anguish, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
H6: patient code: vessel or plaque, device embedded in (1204), not listed in IFU vessels, perforation of (2135), not listed in IFU; anxiety (2328), not listed in IFU device code: appropriate term/code not available (3191) [device tilt], not listed in IFU; appropriate term/code not available (3191) [device perforation], not listed in IFU; difficult to remove (1528), not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Patient allegedly received an implant on (B)(6) 2007, via the right internal jugular vein as prophylaxis prior to hip replacement surgery and due to recurrent deep vein thrombosis (dvt). Patient alleges tilt (14 degrees), vena cava perforation (4.1mm), device is unable to be retrieved, embedded tip in posterior vena cava, decreased in vena cava caliber (max 10mm in width). Patient further alleges to experience, "I suffer from mental anguish and anxiety related to fear that the device will cause complications if it were to break or become dislodged. I am no longer able to exercise as I would like to due to fear that the device will break." Per venogram (attempted retrieval), dated (B)(6) 2007, "ivc venogram was obtained which demonstrates good position of the ivc filter with no evidence of clot identified within the ivc. Numerous attempts were made at snaring the ivc filter without success. On lateral views, there is suggestion that the filter has embedded into the posterior wall, with the curved portion embedded within the posterior wall making it impossible to retrieve the filter." Per abdominal CT, dated (B)(6) 2018, "scattered vascular calcifications are seen. Within the inferior vena cava there is a filter device seen. The tip of the appendix is at the l 1-l2 level. There is approximately 14 degrees filter tilted posteriorly, and the apex of the filter appears to touch the posterior caval wall. The inferior vena cava is below the renal veins bilaterally. 4 lesionsof the inferior vena cava filter extend beyond the walls of the vena cava. The greatest distance is seen anteriorly measuring 4.1 mm. There is no evidence of extension into adjacent organs. No definite strut fracture is identified. The infrarenal vena cava demonstrates unremarkable caliber, however proximal to the filter there is a decrease in vena cava caliber."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Non-healthcare professional no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) device on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.